Event description:
It was reported by the patient that he was part of a clinical study. The patient went to the ER with stomach pain, the ER had a cat scan completed which indicated there was "corrosion" around the band. The band was cutting into the stomach and causing an infection. The patient was transferred to the clinic and the surgeon reviewed the cat scan results and decided an emergency surgery must be performed to remove the band. Antibiotics (IV) were given for the infection during stay at the hospital, and the patient was sent home with antibiotics. The patient has had no issues since the removal of the band.

Manufacturer narrative:
Date sent: 11/11/2009. Information is unavailable; device was not returned for evaluation.